Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the x series device and stat-pads (lot# 3022d) were returned to zoll medical united kingdom; the customer's report was observed. The x series monitor was put through extensive testing without duplicating the report. The cause of the customer's report was isolated to the returned stat-pads. A DHR review was performed which observed no prior history with this lot. The electrode pads lot were confirmed to pass all testing prior to its distribution. The pads were scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an 81-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.